Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported slda could not be determined. The reported recurrent tr appears to be a cascading effect of the reported slda. Tr is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4 on a patient with a pacemaker lead. A first clip, a triclip xtw (60216r1033) was inserted without issues and implanted. A second clip, a triclip xtw (60216r1119) was then inserted without issues and implanted, reducing tr to a grade of 2. On the same day, post procedure, a follow-up transthoracic echocardiogram (tte) was performed and revealed that previously second implanted clip (60216r1119) had detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 4.